Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. It was observed that all keypad buttons spring back as expected when pressed. There was evidence of contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the keypad buttons have required multiple presses to obtain a response over the past month. He stated there is no peeling of the rubber keypad, and reported that the pump has been exposed to water but not within the past week. The pt noted that he wears the pump in a pouch around his neck.